Manufacturer narrative:
The field service engineer adjusted the sample pipette, cleaned and adjusted of reagent pipettes, changed the valve block assembly, and cleaned the gear pump pipes. The investigation did not identify a specific root cause but the issue appeared to be resolved after the service visit.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable lipc lipase colorimetric assay result for one patient sample from the cobas 6000 c 501 module. The initial result was 170.6 u/l and the repeat result was 18.1 u/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.